Manufacturer narrative:
(B)(4).

Event description:
Reports for a planned removal and replacement for lens implanted in left eye of patient. See MFR. Rep#2023826-2022-00991 for fellow eye. Lens remains implanted.